Manufacturer narrative:
A ge service rep performed an on site investigation. There was a loose screw tightened during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the c-arm on the 9900 system made a loud rubbing noise. No patient injury was reported.